Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the red and white (pp+) wires were detached inside the distribution node. The cause of the incoming test failure is the open pp+ line. The cause of the open line is the detached wires. The root cause of the detached wires cannot be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the damages wires. The last patient to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed incoming testing. The last patient to use this belt did not report any deficiencies.